Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that prior to cardiopulmonary bypass, during prime, the connection at the 3/8" reducer/outlet of the reservoir leaked. The user rigged the connection by adding a piece of smaller tubing to stop the leak; therefore, the product was not changed out. No pt involvement as this occurred during prim. The product was not changed out. No surgery was completed successfully.